Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was indicated as being dislodged per x-ray. The lead was repositioned two days later. During the repositioning procedure, the lead dislodged again. The p-waves were noted to be low at the placement position. The lead remains in use. No patient complications have been reported as a result of this event.